Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
(B)(4). The device stopped to work probably because the ferrule was dislocated.. The device was replaced. The reporter stated that this event required intervention to prevent permanent impairment, and that antibiotic therapy was administered.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the valve was visually inspected it was noted that the stator and x ray dot were dislodged. Therefore; the cam position/pressure could not be determined. The valve was hydrated. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested. The valve failed the test. The valve was dried. The valve was dismantled and was examined under microscope at appropriate magnification: a scratch mark and crack were noted in the valve casing. This is probably due to the valve receiving some form of impact. Corrosion was also noted on the stator and x ray dot. The cam magnets were controlled. The magnets failed. Review of the history device records confirmed the valve product code 82-3112 with lot clmc0w, conformed to the specifications when released to stock in 17th november 2010. The root cause of the corrosion could not be clearly determined. The root causes for the dislodged stator and x ray dot could be partly due to the valve receiving some form of impact, as well as the corrosion, this however could not be determined. The abnormal polarization of the valve was probably caused by an exposition of a too strong magnetic field, this however could not be determined. Further details in chpv MRI testing conducted. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.